Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged false negatives occurred. There is no report of confirmatory testing or patient impact. The following information was provided by the initial reporter. The customer stated: "no positives have been obtained since the inspection in may".

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged false negatives occurred. There is no report of confirmatory testing or patient impact. The following information was provided by the initial reporter. The customer stated: "no positives have been obtained since the inspection in may."

Manufacturer narrative:
H6. Investigation summary: the customer felt there was an anomaly because they reported having no positive bottles in may. However, there was no evidence that were erroneous results. In june, there were 6 positives and in july there were additional positive results without any instrument adjustment. It was decided the customer would not request repairs and monitor the instrument going forward. No issues with the instrument were reported. This is an unconfirmed complaint of a bd instrument. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Quality did not receive samples for this complaint and therefore returned sample analysis could not occur. Service history review showed no prior issues for false positive results. The root cause is unknown. Review of risk management files confirms there are no new or modified risks associated with this failure mode.